Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer was unsure if button was continually pressed for more than 3 minute or longer. The insulin pump was cracked on the back and not exposed to change in altitude. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring : black. On (B)(6)2022 the customer reported a stuck button alarm and a crack. Device was received with a broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the broken retainer ring. Unable to perform the displacement test due to the broken retainer ring. The following were noted during visual inspection: broken reservoir tube lip, partially broken retainer ring, missing reservoir tube o-ring, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label. After battery installation, the down keypad button did not work. Did not note any stuck button alarms during testing. Unable to perform the displacement and self tests and unable to upload pump files using thus due to the keypad anomaly. After visual inspection, there is corrosion in/around the following: battery board, keypad flex cable terminal; pcba1-j6, j1, j2, da2. In summary, the customer¿s report that of a stuck button alarm was not confirmed and a crack was confirmed during testing. The keypad anomaly is due to the moisture damage on the keypad flex cable terminal, pcba1 j1 and da2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.